Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during a regular follow-up performed on (B)(6) 2013, the ICD involved in this MDR report was interrogated and a message for 'high right ventricular coil impedance (>3000 ohm)' was displayed during an impedance test. The test was repeated twice and the message was confirmed. In addition, the impedance trend curve showed that the right ventricular coil impedance increased since (B)(6) 2012. Lead damage was not confirmed on x-ray photo. The device was checked again two weeks later before the re-intervention but the same error message was displayed. The re-intervention was performed and a lead pull test was performed; however, the lead didn't come out from the port. The lead was then disconnected and successfully tested (normal value of impedances) with an external analyzer. Then the right ventricular df-1 lead tip was successively inserted into the right ventricular df-1 port and in the supra ventricular df-1 port; the lead was measured by a programmer and it was concluded that there might be an issue with the right ventricular df-1 port of the subject ICD. A new device was successfully implanted with the same leads (normal coil impedance). The subject device will be returned for analysis.